Event description:
The device was used during a sub total gastrectomy procedure. Reportedly, the instrument partially fired. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.